Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to poor electrical values. This rv lead position was adjusted several times before being placed in the septum. After the guiding catheter was cut, the rv lead dislodged, and another guiding catheter was used. The rv lead was then repositioned in the septum, however, the helix did not extend smoothly and eventually became difficult to extend. This rv lead was replaced with the same model and not implanted. No adverse patient effects were reported.